Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone17.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on the leg. In addition, the patient experienced a hazard alarm while the device was worn between 4 and 24 hours. Reported symptoms include anger, frequent urination, thirst and fatigue. The patient was treated with a dose of insulin and discharged the following day. The pod was discarded.